Manufacturer narrative:
(B)(4). Investigation summary: no device or product details were received. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee revision: revision for pain and progressive stiffness. The femur was well fixed but the tibia popped off. It is difficult to know whether that was the problem or perhaps metal sensitivity.